Event description:
Reported due to retroperitoneal bleed and subsequent death. Physician attempted a pre-close technique with two perclose a-t (closer ak) devices at the same puncture site. The first perclose device was deployed at an "11:00 and 5:00 position." The second perclose device was subsequently deployed at the "2:00 and 7:00 position." When the physician attempted to remove the device he met resistance and a cut down procedure was required to remove the device. The physician closed the opposing arteriotomy site with an angioseal device. Following the procedure the patient returned to the ward. The patient subsequently had a retroperitoneal bleed, blood loss and cardiac failure. Although requested, no additional information was provided.